Event description:
Internal ade ID:(B)(4). Pt's wife reports that the pt is currently hospitalized since (B)(6) 2018 for swollen tongue and couldn't swallow. He has cancer of the tongue. Dose or amount: mix: blue 1 clear, frequency: up to 10d, route: po. Reason for use: malignant neoplasm of base of.